Event description:
It was reported there was a cerebrospinal fluid (csf) leak. The patient was having fluid accumulation in her back and in the pump pocket site. It was not known when the issue started. A catheter revision was being done on (B)(6) 2014 and the surgeon planned to revise the distal segment. The system was being used to deliver morphine. Any diagnostics or troubleshooting performed as well as the patient outcome were not reported. A supplemental report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was doing well after the catheter revision. The distal portion of the catheter was revised on (B)(6) 2014. No segments were left in the intrathecal space. The patient had experienced a lack of pain relief as well as the previously reported fluid buildup around the pump pocket site associated with the event. No further actions were taken as a result of the event with the exception of draining the fluid that built up around the pump pocket.

Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).